Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H.11: this is an addendum to the initial emdr submitted (1213643-2020-04032). This supplemental emdr is submitted to report the additional product and event details provided in the medical records received. Based on the information received, the patient experienced adhesions, recurrent hernia and underwent excision of mesh. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear. Based on the information received, there is no way to determine whether the sepramesh ip may have caused or contributed to the problems experienced due to the limited clinical information provided. The instructions-for-use (IFU) supplied with the device lists adhesions and hernia recurrence as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralight st on or about (B)(6) 2006 and sepramesh ip on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records: on (B)(6) 2008, the patient was diagnosed with a ventral hernia and underwent repair with implant of a sepramesh ip. About 4 years later on (B)(6) 2012, the patient was diagnosed with a recurrent ventral hernia and underwent exploratory laparotomy, small bowel resection with reanastomosis, excision of mesh, ventral incisional hernia repair with a non-bard/davol surgimend biologic mesh. Per the operative report details, "there were numerous adhesions. I was able to remove the superior portion of the mesh. After reducing the hernia, there were two loops of bowel plastered to the abd wall. Dissection was started at the edge of one of the loops of bowel. It was adherent to the previous mesh. The procedure was then converted to open. There was a loop of bowel adherent to the mesh inferiorly. The bowel was taken down from the mesh which inadvertently caused an enterotomy, which could have been avoided because of the adherence of the small to the mesh. Approx. 20 cm of bowel was removed. The mesh which had been eroded and adherent to the bowel was removed in its entirety."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralight st on or about (B)(6) 2006 and sepramesh ip on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.